Event description:
It was reported that during a gastrectomy procedure, the staples would not hold. The staples would not close. Another device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.